Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances measuring greater than 125 ohms. Additionally, it was noted there was high pacing impedances and thresholds. Subsequently, this lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.